Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: there were no device-related issues or adverse events were reported by the account. The account reported that the patient underwent a pump exchange on (B)(6) 2016. (B)(6) was explanted and was not returned for evaluation. A cause for the patient¿s pump exchange was not reported. Multiple requests for additional information were issued to the customer; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2016.